Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup mode following a magnetic resonance imaging (MRI) scan that was performed without prior MRI device programming. It was unknown whether high voltage therapies were still available during reset. The device was successfully restored to its normal operating mode. There were no patient consequences.